Manufacturer narrative:
As per siemens customer care center, sample wasn't kept between 2-8c in between 6/13/2016 and 6/17/2016. Troponin is only stable for 2 days in plasma if it's frozen (2 days 2-8c or 8 weeks at -20c). Customer will not be sending back the sample (plasma) and indicated that sample was used on (B)(6) 2016 and also on (B)(6) 2016 (cannula)--bd tube. Customer did not have a redraw on this sample but there was a different technician that handled the tube between (B)(6) 2016. Customer has been asked to do a comparison study between the 3 analyzers with 5-10 samples. The root cause of this event is unknown.

Event description:
Customer reported false positive troponin result on the analyzer. There was no report of injury due to this event.

Manufacturer narrative:
Siemens technical team indicated that there may have been debris in the sample. As per the technical bulletin issues by siemens, "the effects of sample integrity on accuracy and precision" poor sample quality - cellular debris, fibrin strands - may lead to elevated test results. Incomplete anticoagulation of heparin plasma - caused by inadequate mixing of the sample tube after collection - will cause formation of fibrin strands and micro-clots. Fibrin strands and micro-clots may be small enough that they will not be separated from the plasma during onboard centrifugation and can cause interference with sample testing the provided correlation study shows the stratus instruments are producing consistent results on both patient samples and control material.